Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-11328: it was reported the pt had charged his system for 15 minutes with the ipg turned off. The pt reported he removed the charger and the ipg continued to heat. It was reported the site was red. The pt went to the ER with a red and blistered area of skin. The pt was prescribed with pain medicine and the site was treated. Follow up identified the pt was receiving wound care dressing daily, and the site was healing. The pt was scheduled for an appointment with his physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.